Event description:
It was observed during the device inspection, that the resection sheath exhibited the blue ring on the eyepiece being loose. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the error patterns detected indicate a cause due to excessive force as a result of an impact or a fall of the optics. Due to the bent outer tube, a lens in the optical system is broken and the image appears blurred. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.